Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter advanced to the distal left superficial femoral artery (sfa), moderately calcified lesion without issue. Balloon inflation was attempted; however only the proximal 1/3 of the balloon would inflate. Following, that part of the balloon would not deflate. Multiple syringes were used to deflate the balloon. The device was removed without further issue and another armada was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was retuned and the balloon was pressurized and confirmed the reported deflation difficulty. Upon pulling negative pressure, the balloon deflation time was longer that desired. The lot history record was reviewed and identified no exceptions related to this lot for inflation/deflation issues or leaks. The complaint history for this lot was reviewed and identified three similar incidents. Based on an expanded evaluation, it was possible that the issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.